Event description:
The reporter contacted animas on (B)(6) 2013 and stated the display screen was dim/faded. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged display issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.